Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 7/24/2009 that a customer reported a reaction to the telfa dressing: quarter-sized redness, swelling, itchiness. The customer stated she has used this product before without a problem. She also stated two cultures were done of the area and one was positive, requiring keflex, bactriban. Uses only vaseline with the dressing and states she is sensitive to adhesive tape.